Event description:
Consumer called to report accuracy issues with his meter. Comparing readings against another meter. Analysis run on clark error grid using comperitive readings (40) as ref. Point vs. Bd readings (400) yielded data points in the e range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.